Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. The customer's low blood glucose level was 52 mg/dl which was treated with food. The customer was using the insulin pump within 48 hours of the low blood glucose. The customer declined the low blood glucose troubleshooting. The automode was not active at the time of low blood glucose. The insulin pump will not be return for the analysis.